Manufacturer narrative:
The technician found signs of fluid ingress on the logic and zib boards. The technician replaced the boards to repair the bed.

Event description:
Information received indicates, the head section moved up unintentionally and then stopped.